Event description:
The customer reported to olympus the device stating it needed repair for "insertion part meander". Upon inspection and testing of the customer returned device, it was observed the image guide serpentine tube coat was peeling, a pinhole in the forceps channel, and insufficient angle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Evaluation revealed: the angle wire became longer than normal, expansion and contraction of the insertion tube / the internal parts, perforation caused by endotherapy accessories (handling problem), deterioration the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to by mechanical stress such as friction and chemical attack by deprecated chemical solutions. Olympus will continue to monitor field performance for this device.